Manufacturer narrative:
Customer rep evaluated the unit. Corrections included replacement of the motor pump and software upgrade to the main unit. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported loss of communication between the passport 2 monitor and gas module, which may have affected gas monitoring. No patient injury was reported.